Event description:
Procedure type: lower anterior resection double stapling. According to the reporter: the staples formed properly into the "b" shape, but the posterior wall was gone following firing of the device. An unplanned loop ileostomy was performed. Examination of the tissue donuts revealed complete donuts.

Manufacturer narrative:
(B)(4).